Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m54e50. Pan. The analysis results that one pce60a device was returned with no visual non-conformances and with an ecr60d cartridge reload present. The returned reload was received fully fired and with the cartridge pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a semi-open sigmoidectomy, the cartridge pan came off when the cartridge was removed from the device after the first firing on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.